Manufacturer narrative:
The implants were not returned and the customer's complaint could not be verified. Device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of this event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair, two of the darts from the same lot number broke off half way during insertion into the posterior and mid regions. A piece of each of the darts remain in the patient, however, no adverse consequences have been reported from this event. This is the first of two reports being submitted for this incident. This device is used for treatment.